Manufacturer narrative:
(B)(4). The report of a leak in the catheter could not be confirmed. Returned was a 2-lumen catheter marked 7fr x 20cm on the hub. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The opposite end of each lumen was occluded during testing. No leaks or crossovers were observed in either lumen. A device history record review was performed based on sales history and it did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.

Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that one week after placement of the catheter, the user found that medical agent was leaking from the insertion site. As a result, the catheter was replaced with a new one. There was no reported delay, death, or complications to the patient as a result of this occurrence. The medical agent being used was "lasix" (furosemide). The user suspected that the leakage was caused because the agent was highly acidic. A flushing test was performed before use, and no leakage was confirmed at the time.